Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that "on one of the hl20 - the pump shows 'stop --'" no known consequences to the patient. (B)(4).

Manufacturer narrative:
(B)(4). Field safety engineer has been sent for further investigation and found through removing parts from another machine and testing that the scp master panel board was at fault. Pump now stops on pressure and restarts with 2 seconds once fault has cleared. Machine is now back in full working order. Customer aware the fault has been rectified. Thus the failure could be confirmed. Most possible root cause could be determined as defective scp master panel board. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Reference no. (B)(4).